Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. Customer¿s current blood glucose 163 mg/dl. The customer treated with the insulin pump. The customer reported that they had no delivery alarm troubleshooting was done for high blood glucose and under delivery. The customer reported that no delivery event was resolved by changing complete set. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump, reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.